Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt said they "I am not going to the implant again, last time (and pt rep said in the background of the call "he almost died') I went for an implant they put the battery and I have had two or three batteries put in my back, okay". Pt then said "last time I went in there he done it and he sewed me up next thing I wound up in ICU all day and all night so I am not to satisfied with that either".  Pt said the implant is still a blessing to them when the implant works. Patient services (pss) documenting past event reported by the pt on the call. Due to the pt becoming escalated during the call, pss didn't ask any more clarifying questions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.